Manufacturer narrative:
Sotware investigation found that there was some distortion of the anatomy in the scan due to patient positioning and the registration points collected on the right side (where the anatomy was distorted) were red/yellow and showed up under the skin. These factors would cause registration to be inaccurate. Surgeon has discussed the issue with the imaging center to resolve the issue. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Event description:
A medtronic representative reported that, while in an ent procedure, the surgeon performed a tracer registration on a good 3d model and deemed a possible inaccuracy of 5mm after registration. The surgeon opted to proceed with the use of navigation. Near the end of the procedure the surgeon noted being approximately 1.65mm lateral right with the ostium seeker. After 10 minutes the surgeon was using the 70-degree suction and felt he was 4.5mm inaccurate lateral right. It was reported that the inaccuracy was consistently to the patients lateral right and was not instrument specific. All instruments that were being used were displaying inaccuracy to the right of the patient. The emitter was placed on the patients left. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(4) 2013 medtronic representative following-up at the site performed a system check-out; this navigation system passed all categories with no issues.